Manufacturer narrative:
Age at time of event: 18 years or older. Complainant name: (B)(6). Device is combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found multiple severe kinking on the hypotube shaft and the shaft itself broke during examination at the point of a severe kink. The hypotube broke at 410mm from the end of the hub. The damage noted is consistent with the application of excessive force to the device. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that crossing difficulties were encountered. The target lesion as located in a coronary artery. A 2.75x32mm promus element¿ drug-eluting stent was advanced but failed to cross the lesion. No patient complications were reported. However, returned device analysis revealed hypotube break.